Manufacturer narrative:
Button error alarm and no act button response due to flattened act button dome switch. Pump had missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a button error alarm and buttons were not pressed longer than three minutes. Customer's blood glucose was unknown. Insulin pump would need to be replaced.